Event description:
It was reported that asymptomatic patient presented to the clinic for upcoming device change out due to normal eri. Via diagnostic imaging, externalized conductors were noted. Normal electrical function was noted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.